Manufacturer narrative:
The sodium electrode lot number was fyj47, with an expiration date of 04-jan-2027. The chloride electrode lot number was gdm26, with an expiration date of 18-nov-2026. The field service engineer determined that the fluidics flow path was compromised. The ise flow paths, sipper, and vacuum nozzles were checked and cleaned. The system reagents were primed and ise checks were performed. Precision studies recovered within guidelines. The customer ran calibration and controls; these recovered within limits. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable sodium electrode results for three patient samples tested on a cobas pro ise analytical unit. The second and third samples also had questionable chloride electrode results. The sample results did not agree with the clinical status of the patients. The customer stated that controls run prior to the event were within range. After running the patient samples, controls were outside of range. Controls were repeated multiple times, but continued failing for all ise tests. No questionable results were reported outside of the laboratory. The first sample resulted in a sodium value of 150 mmol/l. The second sample resulted in a sodium value of 155 mmol/l and a chloride value of 113 mmol/l. The third sample resulted in a sodium value of 157 mmol/l and a chloride value of 116 mmol/l.